Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their system explanted (B)(6) 2020, due to the paddle pressing on a certain nerve that is causing the patient discomfort in her muscles in her upper back.